Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. No motor error alarm. Motor passed motor test. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip. No alarm on alarm history screen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that customer's insulin pump alarmed motor error. The motor error has occurred three times in the last thirty days. Customer's blood glucose was 300 mg/dl. The device was not exposed to a strong magnetic field. Customer does not use the sensor feature. Customer is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.